Event description:
It was reported that during a da vinci-assisted simple prostatectomy simple surgical procedure, the customer reported to technical service engineer (tse) that the left eye was black on surgeon side console (ssc). Tse did not confirm the errors on the logs for the blue fiber cable (bfc) however the error pointed to a leaf structure not found on the pmsc. The customer stated both eyes were functional on the vision side cart (vsc). Upon system start up both high resolution stereo viewer (hrsv) both eyes were black, wherein the left eye would be black and the right eye would be normal. Tse guided the customer to power cycle the system and to cycle the breakers. Additionally, the customer reseated the bfc however the issue persisted. The procedure was aborted post anesthesia and ports placement with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the pmsc to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 48200 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, no issues were found that is related to the report issue. The pmsc was installed onto a golden system where the error 48200 was triggered by indicating a fault on the surgeon console leaf (scl) 1, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and the verified the leaf 3 to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the scl 1 within the affected pmsc.

Event description:
Refer to h11 for follow-up information.